Event description:
The customer carried out a correlation study using patient samples, between the triglycerides_2 concentrated (trig_c) assay and the triglycerides_2 assay on an advia chemistry 2400 instrument. The customer observed that the correlation between the two methods was not acceptable when using trig_c reagent lot 300275. It is unknown if any of the results obtained on the advia chemistry 2400 were reported to physician(s) there were no reports of adverse health consequences due to the results obtained for trig_c on the patient samples.

Manufacturer narrative:
Siemens has confirmed a low bias at the higher end of the triglyceride assay range on patient, quality control (qc), and linearity samples of advia chemistry trig_c reagent lot 300275 compared to alternate in date lots of trig_c, trig and trig_2 reagents. During siemens investigation, the trig_c reagent lot 300275 displayed a low bias that exceeded 25% at levels greater than approximately 425mg/dl for patients and quality controls. A positive (high) bias of approximately +10% was observed in qc samples at values less than 100mg/dl. The low bias occurred just prior to expiration of the affected kit lot 300275. Siemens diagnostics is investigating this issue.